Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the had a b30 error code occurred due to defect of the scope connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿b30 error¿ was confirmed. The device evaluation found b30 error, and no image were due to faulty scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus personnel reported on behalf of the customer that the video system center had a b30 error code. There were no reports of patient or user harm associated with this event.